Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx etco2 pump was not working and a new etco2 module was installed, however the new etco2 module was failing operational checks. There was no patient involvement.